Manufacturer narrative:
Foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins battery was eight years old and the patient got an infection in their belly. They went on antibiotics, and now it was happening again. The patient was waiting for an appointment at the hospital to remove and place a new implant, but they had no word due to covid-19. There was swelling in the stomach around the site, and it was noted that antibiotics were prescribed. It was noted that the patient had spinal cord stimulation (scs) for over 15 years, and that this was their second ins. The patient was advised to have their family doctor call the manufacturer to be put in touch with a local manufacturer representative (rep) to help facilitate an earlier appointment or provide alternate hospitals. The issue was not resolved as of (B)(6) 2020. No surgical intervention occurred; surgical intervention was planned but not scheduled. The patient was alive with no injury. The issue occurred during normal use.